Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿the rn was hanging an infusion of fentanyl. She primed the tubing and inserted into the channel which then gave an alert "check IV set" she took the tubing out reassessed the tubing and reinserted into the pump. Pump still gave the alert "check IV set". The entire bag of fentanyl was infused. Channel failed to clamp off medication inside the machine. Medical team notified. Pump tagged and taken out of service. Rn and md at bedside ensuring patient safety. No harm to the patient. Biomed called and unit sequestered. Upon further investigation by the biomed team it was noted that the interior gray panel was removed from the channel annual maintenance was performed (B)(6) 2020. Device will be sent out to manufacturer for evaluation and repair."

Manufacturer narrative:
Manufacturer narrative a review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 27aug2015. The review was performed from the date of manufacture to the present date 10jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. H3 other text : although requested, product has not been received.

Manufacturer narrative:
Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿the rn was hanging an infusion of fentanyl. She primed the tubing and inserted into the channel which then gave an alert "check IV set" she took the tubing out reassessed the tubing and reinserted into the pump. Pump still gave the alert "check IV set". The entire bag of fentanyl was infused. Channel failed to clamp off medication inside the machine. Medical team notified. Pump tagged and taken out of service. Rn and md at bedside ensuring patient safety. No harm to the patient. Biomed called and unit sequestered. Upon further investigation by the biomed team it was noted that the interior gray panel was removed from the channel annual maintenance was performed (B)(6) 2020. Device will be sent out to manufacturer for evaluation and repair."